Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial (B)(4), found no anomalies as the device passed all functional testing. Additional review indicated conclusion code 11 is no longer applicable to the event. Conclusion code (B)(4) applies to the ins and conclusion code (B)(4) applies to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3986a60, lot# n374593, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s new implantable neurostimulator (ins) was possibly defective because one of the leads wasn¿t working. The consumer stated that this had been an issue since the patient was implanted on (B)(6) 2017. The patient saw their healthcare provider (hcp) about a week prior to the date of this report in order to get the device programmed. However, the hcp couldn¿t find the lead. Surgical intervention was planned for (B)(6) 2017 so that the physician could check the leads. No patient symptoms were reported and there were no further complications. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) clarified the statement of the lead not working to mean that during reprogramming the impedances were high. As a result an x-ray was taken which showed the lead withdrew from the implantable neurostimulator (ins). As a result a revision of the scheduled was scheduled. No further complications were reported.

Event description:
Additional information was received from the rep stating as a result of the lead being dislodged from generator, a revision was performed to re-anchor leads into the battery. It was found that 0-7 electrode lead was in place when surgeon replaced battery, while the 8-15 lead was dislodged from the generator. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the manufacturer representative reported that the patient had an implant change on (B)(6) 2017 and at that time the leads tested normal range and the patient was programmed with good coverage. Approximately three days later the patient noticed it stopped working and an x-ray was taken that showed one or both leads had pulled out of the header. The patient was scheduled for a revision on (B)(6) 2017 and the implant generator was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.